Event description:
The customer tested her blood glucose and received readings of 437 and 166 mg/dl within minutes of each other. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.